Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of 30cc balloon catheter, bp reading was 300/300 after zeroing and they had difficulty flushing the pressure line. They eventually got a bp reading after a significant amount of flushing. No harm to the patient was reported.